Event description:
It was reported that prior to the attempted implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 22 millimeter (mm) non-medtronic balloon. It was noted that no misload was identified during loading or fluoroscopic inspection. Upon the first deployment attempt, the valve was recaptured as the implant depth was 4 mm on the non-coronary cusp (ncc) and 12 mm on the left coronary cusp (lcc). Upon recapture and prior to subsequent deployment attempt, an infold was observed. Subsequently, the system was withdrawn from the patient, and a new valve and new delivery catheter system (dcs) were loaded with adequate loading confirmed on fluoroscopic inspection. Upon the first deployment attempt of the new valve, the valve was recaptured. However, another infold was noted on recapture, and the system was withdrawn from the patient. Another pre-implant bav was performed using a 24 mm non-medtronic balloon. A third attempt using a new valve and new dcs was performed, and the valve was successfully implanted with no recapture or infold. It was noted that the target implant depth when the infolds occurred was 3 mm on the ncc, and 3 mm on the lcc. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-34 (lot: 0012642932); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a 15 minute procedure delay occurred as a result of the infold. Per the physician, the patient's aortic calcification contributed to the infold.

Manufacturer narrative:
Image review: six static images were provided for review. Patient¿s executive summary was provided for anatomical review. Patient appeared to have a mildly calcified trileaflet aortic valve, with an annulus perimeter measuring 87.4mm and a perimeter derived diameter of 27.8mm suggesting a 34mm evolut. An image of the fluoroscopy valve load inspection reveals a good load. It was reported that a pre balloon aortic valvuloplasty was performed prior to the valve implantation attempt. The valve was deployed just prior to the point of no recapture without any evidence of infolding. An image of the angiogram was not provided but reportedly the depth was 4mm on the non-coronary cusp and 12mm on the left coronary cusp which warranted a recapture. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. Subsequently, the valve was recaptured and during the following deployment attempt, an infold occurred. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recap tured, removed from the body, and discarded. New sterile components must be used. It was reported that the infolded valve was withdrawn from the patient, and another system was used. Fluoroscopy valve load inspection of the new valve was not provided for review thus it is not possible to validate a good load. During the first deployment attempt with the new valve, an infold occurred. Since fluoroscopy valve load inspection of the new valve was not provided, it is not possible to rule out that a misload did not contribute to the infold of the new valve. It was reported that the infolded valve was withdrawn from the patient, another pre balloon aortic valvuloplasty was performed and subsequently a third system was used to complete the procedure without issues. Updated b.5 and h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.